Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. This patient was prospectively enrolled with 2 cm indefinite dysplasia. Fifteen months after undergoing a radiofrequency ablation (rfa) procedure to treat dysplasia, the pt reported symptoms of dysphagia. The patient was subsequently dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was possible and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore, no analysis was performed. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).